Manufacturer narrative:
The device was returned to zoll medical corporation and review of the device logs showed messages indicating "compressor fault - 3001." However, the device was put through bench handling, power cycing, and functional stress testing without duplicating a malfunction. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault 3001 " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.